Event description:
It was reported that the insulin pump alarmed with motor error during priming. Customer's blood glucose was 140 mg/dl. During an attempt to rewind and prime the set again, a no delivery alarm occurred during priming. It was advised to discontinue use of the device and to revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.